Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-05-14. H6: investigation summary bd received a 20 gauge insyte autoguard blood control unit from lot 1032462 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the unit was partially retracted. There was no visible physical/mechanical damage to the returned unit. No adhesive was found on the grip, hub, or retraction button. The device was then inspected under a microscope and gel was present on the spring along with overlapped coils. Overlapped coils in the spring are likely to be the cause of the observed retraction failure. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect and a bound spring may occur during the spring winding process or while loading the spring into the hub of the device. The manufacturing facility has been notified of this incident and the findings. A notification was issued by the manufacturing facility to all appropriate personnel to raise awareness of this issue and prevent recurrence.

Event description:
It was reported that a insyte autog bc pnk 20ga x 1.0in had the needle unable to retract during use. The following was reported by the initial reporter: "the needle will not retract on a insyte autoguard catheter.".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a insyte autog bc pnk 20ga x 1.0in had the needle unable to retract during use. The following was reported by the initial reporter: "the needle will not retract on a insyte autoguard catheter."